Manufacturer narrative:
Correction - d6 - implant date should have been (B)(6) 2020 rather than blank.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic for follow up. Interrogation of device revealed pacemaker mediated tachycardia caused by ventricular under-sensing. No intervention was performed. Patient was in stable condition.